Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing to secure the mesh in an esophagogastroduodenoscopy laparoscopic hernia repair procedure, less than half of the tacks fired were able to hold onto the tissue. Most of them didn't hold well and fell off. Tacks that fell of were retrieved using grasper. Another device was used to complete the case. There was no patient injury.